Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the instrument's tip was broken. The instrument was found to have broken yaw pulley. The yaw pulley was missing a piece measuring 0.062 x 0.178. This allowed the instrument's grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument was found to be missing. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing instrument fragment fell and was retained inside the patient. However, there is no indication that a malfunction of the fenestrated bipolar forceps instrument occurred since the instrument damage can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy and lymphadenectomy procedure, the movement of the tip of the fenestrated bipolar forceps instrument was allegedly unstable. After the surgical staff removed and inspected the instrument, a yellow part measuring approximately 0.5-1.5 mm on the distal end of the device was found to be broken. The instrument was replaced with another fenestrated bipolar forceps instrument. On 08/01/2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the site: the da vinci-assisted surgical procedure was not recorded on video. The fenestrated bipolar forceps instrument was inspected prior to the start of the surgical procedure and no issues were identified at the time. Upon removal of the fenestrated bipolar forceps instrument during the surgical procedure, a piece from the instrument's yaw pulley was found to be broken off and missing. The surgical staff did not know the location of the missing instrument fragment. The surgical staff indicated that the fenestrated bipolar forceps instrument did not collide with any other instruments or hard material during the surgical procedure. No post-operative tests were performed to search for the missing instrument fragment. No post-operative complications were reported.